Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was not confirmed. The reported symptom was not found related to the reported instrument. The returned instrument did not have visible cables. Additional information not reported by site: the instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of breakage. Size of missing piece is approximately 0.186x 0.318. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. As a result of the breakage, the grip tips were dislodged at the wrist and were returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the crockodile grasper had a broken cable. The procedure was completing as planned with no reported injury.